Manufacturer narrative:
The device was received for evaluation. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The device was tested for a different issue than reported and is no longer in the as received condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'failed pressure test high' was not verified. The device will be tested prior to return to the customer to ensure all specifications are met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a pressure test (high). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.